Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event.

Event description:
It was reported that during total knee arthroplasty, locking screw component would not engage through femoral box and into the stem extension. Physician attempted to assemble for thirty minutes then elected to complete procedure without using screw.